Event description:
Related manufacturer reference number: 2017865-2019-16206. Related manufacturer reference number: 2017865-2019-16207. It was reported that the patient passed away for unknown caused.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.